Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies identified with review. Unable to verify undersensing. (B)(4).

Event description:
It was reported that there was undersensing on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.